Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle. When the home pt returned, the machine was in drain. They reconnected to the setup and received the alarm shortly afterward. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.